Manufacturer narrative:
Device had unresponsive blank screen due to moisture damage on the electronic assembly. The motor had moisture damage. Unable to perform the self test, sleep current measurement, active current measurement and displacement test due to display anomaly. Keypad unresponsive or button error alarm unknown. P-cap or reservoir locked properly in place. Device received with cracked case on the back at the battery tube area. Device received with corroded battery tube.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump exposed to moisture and received a button error alarm. The customer¿s blood glucose was 128 mg/dl. Customer reported they were swimming and they heard the fluid when shaking insulin pump. Customer reported that the keypad was unresponsive and battery compartment had crack. The insulin pump will not be returned for analysis.